Event description:
The customer reported cable 7 and 2 are not reading on 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported cable 7 and 2 are not reading on 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the ECG cables and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the trunk cable where cable 7 and 2 were not reading on 12 lead ECG.